Event description:
It was reported that the insulin pump alarmed failed battery test after a new battery was inserted. The blood glucose reading was 300 mg/dl, which the customer treated with a manual injection. Troubleshooting did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. No unexpected failed battery test alarms noted. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.